Event description:
It was reported by the affiliate that when the device was used during a thoracoscopic lung wedge resection procedure, it did not staple or cut. The surgeon had to convert the procedure to an open surgery to complete the case.